Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall 2017 bezel assy- damage - unspecified, iui- damage- other, door latch assy- sear damaged/cracked and case rear- damaged/cracked lvp bezel post recall 2017- 03/08/2018 12:36:04 jeannette kenefick (jkenefic) contact: donald heath - clinical engineer specialist 603-833-1542 dbheath@bidmc.harvard.edu 03/22/2018 12:21:15 ngoc t bui (nbui) est - rcl to mnr 04/02/2018 10:16:26 lauryne wasan (lwasan) there was no patient involvement confirmed updated from rcl to mnr for the minor repairs needed per ngoc bui, service tech. Repair approved by don heath, biomed, at dbheath@bi dmc.harvard.edu for $230. Use new po# 0122702 04/03/2018 06:13:28 ngoc t bui (nbui) lvp bezel post recall completed. Replaced broken rear case upper dom, and broken door latch sear. Replaced damaged pins right,left iui, and frame memb. 04/03/2018 10:09:29 annette a mendez (amendez) 1z9791540270258977 08/05/2019 16:05:59 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.